Manufacturer narrative:
Product event summary: analysis confirmed that the programmer screen was not working properly; the display was electrically out of specification. Analysis could not confirm that radiofrequency head cords were not able to be seated in the connector. It was also found that both keyboard hinges were broken, the bezel was broken, the lower case was missing feet, and the upper case was dented and cracked. Analysis also found that the programmer failed incoming functional testing and the printer and analyzer flex tapes, the link electronic module (lem), and analyzer bay were contaminated.

Event description:
It was reported that the programmer screen was not working properly, wavy lines appeared. It was also reported that the radiofrequency head connector port was not allowing cords to be seated properly. The programmer was returned for service and subsequently tested out of specification. No patient complications have been reported as a result of this event.